Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was unresponsive. The customer's blood glucose was unknown. The customer stated that the insulin pump was beeping and it was not showing anything on the screen and the screen went blank. The insulin pump was exposed to moisture. The troubleshooting was mentioned for the moisture damage. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.